Event description:
During a coronary stenting procedure, the cypher stent caused a dissection.

Manufacturer narrative:
A male patient with bmi 45.31 kg/m2 was enrolled in the study in 2007, with 3 vessel disease. The patient's medical history includes family history of coronary artery disease, hypertension, hyperlipidemia, myocardial infarction, congestive heart failure, chronic pulmonary disease and moderate to severe renal disease. It was also noted that the patient is a past smoker. The main indication for the intervention was stable angina pectoris. The first lesion was in the proximal circumflex. It was type b2, native, de novo, bifurcated, irregular, moderately tortuous, moderately calcified and eccentric with angulations between 45-90 degrees. The lesion had a reference vessel diameter of 3mm and a lesion length of 14mm. Pre-procedure diameter stenosis was 70%. Debulking was done with a rotablator and the lesion was pre-dilated with a 2.5 x 12mm balloon at 14 atms. A 3.0 x 18mm cypher select plus stent was electively implanted at 14 atm with satisfactory results. The stent was post-dilated with a 3.0 x 18mm balloon at 18 atm as it was not fully expanded. Post-procedure diameter stenosis was 20%. Residual distal edge stenosis or edge dissection at the distal edge of the circumflex stent was noted. It was not possible to deliver an add'l stent to this region. There was approx 50% stenosis in this region; there was no flow impairment. The second lesion was in the proximal to mid left anterior descending branch. It was type c, native, de novo, irregular, eccentric and heavily calcified. The lesion had a reference vessel diameter of 2.5mm and a lesion length of 28mm. Pre-procedure diameter stenosis was 90%. Debulking was done with a rotablator and the lesion was pre-dilated with a 2.5 x 12mm balloon at 14 atm. A 2.5 x 13mm cypher select plus stent was electively implanted at 12 atm with suboptimal results. The stent was post-dilated with 2.75 x 18mm balloon at 18 atm as it was not fully expanded. Next, a 2.25 x 13mm cypher select plus stent was electively implanted at 10 atm with satisfactory results. The stent was post-dilated with a 2.5 x 13mm balloon at 22 atm as it was not fully expanded. Finally, a 2.75 x 18mm cypher select plus stent was electively implanted at 12 atm with satisfactory results. The stent was post-dilated with a 3.5 x 15mm balloon at 16 atm as it was not fully expanded. The stents were overlapping. Post-procedure diameter stenosis was 10%. A distal edge dissection was noted when the first stent was deployed in the left anterior descending branch. It was covered with the second stent. The third lesion was in an unprotected left main. It was type b2, native, de novo, bifurcated, ostial, smooth, readily accessible, concentric and moderately calcified. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 20mm. Pre-procedure diameter stenosis was 70%. Debulking was done with a rotablator and the lesion was pre-dilated with a 2.5 x 12mm balloon at 16 atm. A 3.0 x 23mm cypher select plus stent was electively implanted in 12 atm with satisfactory results. The stent was post-dilated with a 3.5 x 15mm balloon at 22 atm as it was not fully expanded. Post-procedure diameter stenosis was 0%. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00104. The product remains implanted in the patient and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.